Event description:
Prosthesis failure; required surgery to replace. The physicians reviewed the incident and determined submission to FDA would be appropriate at this time. The device has been made available to the MFR for engineering review and follow-up.